Event description:
It was reported that device had keypad issue. No additional information was provided. There was no patient involvement.

Event description:
It was reported that device had keypad issue. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : device received with pending investigation.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the front case assembly due to unresponsive keys and both iui's. The probable root cause of the reported issue was due to electrical failure of the keypad unresponsive key ("system on" key). A review of the device history record showed the device had a manufacture date of 05mar2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was involved in a production failure (B)(4) for tape on front panel, which does not correlate to the customers reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that device had keypad issue. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that device had keypad issue. No additional information was provided. There was no patient involvement.